Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery issue was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and harness were replaced to correct the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The facility representative contacted canadian technical services to report a colleague infusion pump with a battery issue; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.